Event description:
Customer complains about blood leak during treatment between first and sixth reuse. The customer did not know how much blood was lost, but guaranteed that it was insignificant. No harm, no serious injury, no medical intervention.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.